Event description:
As reported by the user facility (forwarded by bbm sales org (B)(4)): pump set using a braun luer lock 50 ml syringe with a total of 23 mls of morphine. Cyclazine and normal saline in the syringe. On setting up, line primed and pump started at 13.30 to run for 24 hours. Pump checked at 17.30 and although readings on pump correct to verify that the pump had been set up correctly only 5 mls left in the syringe. Currently no serious injury apparent to patient, but being monitored for the effect of morphine overdoes. MFR - 9610825-2013-00403.